Event description:
It was reported that during procedure, could not fire. Changed the new one to complete surgery. Opened the packaging and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024. D4: batch # 161c06. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60w reload loaded on the device and an ecr60b reload(b) present. The loaded reload was received partially fired 1/3. In addition, the reload(b) was received unfired with the reload pan partially dislodged from the right side with 7 double drivers missing, making the reload non-functional. Additionally, photo was provided and it showed the condition of the reported event. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 519c98, and no non-conformances were identified.